Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device with disposable pacing/defibrillation/ECG electrodes. The pt's ECG was determined to be non-shockable and external pacing was initiated. According to the reporter, the device paced the pt, but the ECG was not visible on the display. The pt was transferred to an evac unit and pt outcome is unknown.